Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure 1cm of breakage was noted in the edge of the staple line. Another device was used to complete the case. There were no adverse consequences to the patient.